Manufacturer narrative:
The product was returned for analysis. Evaluation indicated that the hipot test failed and the motor on the device was not rotating. Pre-repair temperature testing could not be performed since the motor was not running received. The suction line was completely clogged. There was rust formation inside the handpiece due to poor or no maintenance of the handpiece. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that pre-operative device was heating up in less than one minute. The procedure was completed with a manual technique. There was no patient involvement.